Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the device started shocking the patient consistently so he finally just shut it off completely to stop the ther apy. The caller said the patient wanted the device removed but nobody would do it. The caller said the device worked at first, but then it stopped. The caller said the patient was reprogrammed multiple times but that did not resolve the issue. No further complications were reported.